Event description:
It was reported that: "the balloon does not inflate when attempting to intubate the patient, it is broken. No medical intervention was reported." The additional information received on (B)(6) 2025 indicated that the patient was desaturated to 80%. The patient was re-intubated with another tube. The patient is fine and was extubated after surgery.

Manufacturer narrative:
(B)(4). Additionally, the desaturation has changed the status of the complaint to 'serious injury'. A new FDA dt has been executed for serious injury.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the balloon does not inflate when attempting to intubate the patient, it is broken. No medical intervention was reported.".

Event description:
It was reported that: "the balloon does not inflate when attempting to intibate the patient, it is broken. No medical intervention was reported."

Manufacturer narrative:
(B)(4).